Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5826, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. It was also reported that the right atrial (ra) lead was exhibiting high thresholds and low sensing. The physician was unable to get a locking stylet down the rv lead and the decision was made to cap and replace both leads. No patient complications have been reported as a result of this event.